Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath, locator, guidewire, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The locator was returned and was broken at the blood inlet hole. A portion of the device remained over the guidewire and a non-angio-seal guidewire had been used (see attached photos). The returned guidewire was also found to have been damaged. The complaint was confirmed for a locator breakage due to improper use. The exact root cause cannot be determined. The likely cause was determined to have been use of the angio-seal device with a non-angio-seal guidewire which resulted in damage sustained by the device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: interventional radiologist. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tip of the angio-seal dilator broke off. Surgery was performed to be removed. Physician had issues with getting the angio-seal sheath into the patient due to "scar tissue". The doctor dilated up from a 5f to a 6f sheath to help possibly get the angio-seal sheath to track into the femoral artery; however, it would not. The doctor turned the sheath and on removal to get a new angio-seal the tip of the dilator broke off. After many attempts to get the piece out; vascular surgery was called to do a cut down to remove it and the wire. The type of procedure performed was a y90 treatment for hcc. Additional information was received on 20aug2024: the estimated blood loss is unknown. The patient was stable and discarded from hospital.